Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s hospitalization for congestive heart failure (chf), fluid volume overload, pneumonia, pulmonary edema and leukocytosis, characterized by dyspnea and abdominal distention. The discharge summary states that the patient¿s dyspnea, abdominal distention, fluid volume overload and pulmonary edema are all manifestations of the patient¿s inability to drain peritoneal fluid due to an alleged liberty select cycler malfunction. The etiology of the patient¿s chf includes a recent diagnosis of a reduced ejection fraction of 38-43%. Additionally, the patient¿s leukocytosis is attributed to the patient¿s underlying pneumonia. Therefore, while there is no objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s adverse events; the liberty select cycler cannot be excluded from having a possible causal or contributory role. Based on the lack of treatment data and no manufacturer evaluation of the suspect device, there is insufficient evidence to conclude the definitive root cause of the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support and reported receiving patient line is blocked (soft alarms) during their pd treatment. The patient was in the hospital during the call and was not near the cycler. Technical support advised the patient on soft alarms and informed them that it is best to gather information while they are near the cycler. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) in conjunction with a review of the patient¿s discharge summary, revealed that the patient presented to the emergency room (ER) on (B)(6) 2019 due to progressively worsening shortness of breath (dyspnea) and abdominal distention. The patient reported that their abdomen became distended as they filled with dialysate, and they experienced multiple liberty select cycler alarms (timeline and specifics not provided), which were not reported to the patient¿s pdrn. The patient was treated prophylactically with vancomycin and fortaz (dose, frequency and route not provided) while in the ER for possible bacterial peritonitis; however, the peritoneal effluent fluid cultures were negative for growth. The patient¿s primary diagnosis was acute respiratory failure with hypoxia, (suspected to be fluid volume overload), as the patient was unable to drain their peritoneal fluid on (B)(6) 2019. On admission the patient required bi-pap for oxygenation, however after several rounds of dialysis (modality and specifics not provided) the patient no longer required oxygen. Additionally, a computed tomography (CT) scan revealed that the patient had pneumonia, and was treated with levaquin (dose, duration and route not provided) every other day. The patient¿s secondary diagnoses included, acute on chronic congestive heart failure (chf). The patient was recently diagnosed with a reduced ejection fraction of 38-43%, which likely contributed to the acute onset of chf. In addition, the patient¿s leukocytosis was attributed to the underlying pneumonia and possible pulmonary edema. The patient was treated with levaquin and prednisone (dose, frequency, route and duration not provided), and was discharged in stable condition on (B)(6) 2019, with follow-up appointments for cardiology and nephrology.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.